Event description:
The manufacturer received information that a patient with dreamstation bipap autosv device passed away. There were no further details provided. There was no allegation that the device contributed to the death. The device has not been returned for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In the previous report, product brand name, product UDI, device serviced by 3rdp?, device avail. For eval?, device manufacture date, reason device not evaluated, (device) problem code grid, remedial action initiated and recall (z) number section which were selected incorrectly, has been updated/ corrected in this follow up report.

Manufacturer narrative:
The manufacturer previously reported that the manufacturer received information that a patient with dreamstation bipap autosv device passed away. There were no further details provided. There was no allegation that the device contributed to the death. The product associated with this complaint was not returned to the manufacturer. This report is being sent to conclude that no further investigation is possible. No device has been returned. No further evaluation is possible at this time. Multiple attempts to have the device returned for evaluation and investigation were unsuccessful. In addition, CAPA pr 7211 documents the investigation into similar complaints, correction/removal activities have been initiated (refer to h.9), and complaint code trending is reviewed on a periodic basis to evaluate field quality performance, and as an input to risk management activities. Product UDI has been updated.